Event description:
The manufacturer was informed of an intra-operative explant of a perceval plus size xl that occurred on (B)(6) 2025. Reportedly, a CT scan was initially used to assess the anatomy and guide valve sizing, which was followed by tactile sizing. Based on these evaluations, an xl perceval plus valve was selected to be implanted. However, after closure of the aortotomy and under transesophageal echocardiography (tee), a significant central leak was observed. As a result, the perceval plus valve was explanted, and a sutured inspiris valve size 25 was implanted in the patient. No further information is available at this time.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturer is pending receipt of the device to perform further investigation on the device.